Manufacturer narrative:
The complaint has been re-assessed based upon review of updated patient harm; it changed to "no patient hazard" after investigation. The initial reporting evaluation is no longer valid. Investigation results: we made a visual inspection of the instrument. Except the broken off tip, the instrument showed no damages or defects. In the next step, we investigated the fracture surface. Here we found the typical signs of an intergranular fracture and signs of a pre-damage. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level 5(10) severity x 4(10)probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the root cause for the failure is most probably usage-related, respectively wear and tear related. The driver has a very fine threaded tip and the instrument at hand was in usage for eight(8) years. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA is not necessary.

Event description:
Clarification: there was no patient harm nor surgical delay.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sc433r - quintex screw removal tool. According to the complaint description, the tip of the instrument broke during an anterior cervical discectomy and fusion (acdf) procedure. The surgeon needed to take a screw out after already putting it through the plate hole. This was done in order to attempt repositioning. There was some difficulty in removing the screw and it seemed to just come right out of the patient due to soft bone. The surgeon then tried to remove the screw from the plate on the mayo stand but was unsuccessful. The tip broke off into the screw head; this occurred away from the surgical field on the mayo stand. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).